Manufacturer narrative:
Visual inspection of the pump identified damage to the housing, chips in both upper corners, small piece missing from bottom edge of lcd housing and frot housing was broken by latch area. Damage consistent with the pump having been dropped. Testing of the pump showed, despite physical damage to housing, that the pump was operating according to specification. The damage by the latch did not affect the latching mechanism and no problem was enconuntered in locking the returned cassette to the pump. Other casssettes were attached to the pump with no problem. Fluid delivery of the pump was found to meet product specification.